Manufacturer narrative:
(B)(4). The sensor was returned and evaluated by the supplier. A review of manufacturing records found that the device met all quality and manufacturing testing/inspection specifications prior to distribution. Evaluation of the returned device found that the internal wires were stretched and broken inside the connector. There was no strain relief inside the connector. The catheter was received in a drainage tube. Due to the condition of the device as returned, no further testing was possible. The supplier was able to confirm the reported complaint and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Sensor recognization issue. During icp monitoring it was noted the sensor could not recognized on generator. Restarted generator but issue remained. Changed the new one to complete. There was no adverse event or extended surgery. On (B)(6) 2016 per affiliate, the issue occurred after the device was implanted.